Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received reliability laboratory technician, no applicable - st. Jude medical crmd reliability laboratory no complaint was received with return of the device. Failure (event) observed during analysis. Final analysis found foreign material on the hybrid. This material caused a short circuit, which caused the battery to deplete prematurely.